Event description:
Information received that after brake pedal has been put into the brake position stretcher still rolls. No injury reported.

Manufacturer narrative:
Technician found that the stretcher will still roll in brake position. Found brake/steer linkage was broken installed brake/steer linkage upgrade kit to resolve this issue.